Event description:
It was reported that the patient presented in the clinic for a routine follow-up. During pacemaker interrogation, an error message appeared. After troubleshooting, the pacemaker was successfully interrogated. Device diagnostics revealed a marker anomaly despite normal pacing and noise on the right ventricular channel electrogram (egm). Comprehensive provocative maneuvers was performed but the noise was not reproduced. These findings suggest that the error message and noise were caused by strong electromagnetic interference (emi). The programmer was rebooted to resolve the issue, and no patient consequences were reported.